Event description:
The consumer called to report receiving burns to her back while using the heating pad. She claims she had a number of blisters and the area was very red. She fell asleep while laying on the heating pad, the owner's manual instructs not to lay or lean against the heating pad.